Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. The measurements had been stable following implant and then quickly increased. Boston scientific technical services (ts) discussed possible connection issue. Subsequently, the pocket was re-opened . The distal pin came right out of the port when the physician tugged on it as the setscrew was not tightened appropriately. The distal pin was then reinserted and the setscrew was tightened. The shocking lead impedance measurements obtained thereafter were within range. The system remains in service. No additional adverse patient effects were reported.